Event description:
It was reported the device settings were reset between the initial and final interrogations of the device. Intervention involved reprogramming and the event was considered resolved without sequelae. The event was noted as not related to the procedure and not applicable to the device.

Manufacturer narrative:
Concomitant products: product ID 3888q33, lot # va07lh8, implanted: (B)(6) 2013, product type lead; product ID 3888q33, lot # va07lh8, implanted: (B)(6) 2013, product type lead; product ID 3888q45, lot # va07lh4, implanted: (B)(6) 2013, product type lead; product ID 3888q45, lot # va07lh4, implanted: (B)(6) 2013, product type lead; product ID 3708220, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3708220, serial # (B)(4), implanted: (B)(6) 2013, product type extension. (B)(4).

Event description:
Additional information received reported that the event was related to the device or therapy was not related to the implant procedure.